Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported that during the fill tubing step, the tubing was not filling as fast as it should have. After loading a new cartridge and infusion set, the customer was able to see insulin flowing through the tubing with no issues. There was no impact to the customer's blood glucose level.